Event description:
Patient had a carotid endarterectomy with patch done on 2020. She was presented in 2022 with an infected patch requiring surgical intervention. FDA notified this incident to lemaitre on 5/27/2022. FDA provided lemaitre with a copy of voluntary medwatch report# mw5109514.

Manufacturer narrative:
The copy of the medwatch report# mw5109514 did not disclose the reporter who communicated this incident to FDA. Hence, we could not contact the reporter for additional information. We have manufactured a total of (B)(4) units of xenosure patches under this lot. We have sold all of the units. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. This lot passed all of the microbiology tests including the sterility test, lal. It is highly unlikely that the infection was related to the xenosure patch considering that the patch was implanted 2 years before when the infection occurred.